Event description:
It was reported that the right atrial (ra) lead dislodged from the implant position. The physician attempted to reposition the ra lead, but the helix wasn't working as expected. The ra lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. The helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood and tissue. X-ray inspection found the inner coil over-torqued at the connector region. No anomalies or distortions were found in the helix mechanism that could have contributed to the reported issues. After cleaning, the helix was able to fully extend and retract, with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The steroid plug was found separated from the lead. No anomalies were found on the lead except for procedural damage.

Event description:
Additional information received indicated the helix was difficult to retract following the explant procedure. Additionally, the physician alleged the dislodgement was not due to a lead malfunction.